Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Complaint via email. During visual inspection of lot: 20260312 651b82 phenylephrine hci 1000 mcg in 10 ml of ns syringe, 1 syringe was discovered to have a foreign particulate. Unit is available for return upon request. Details for your investigation: product: 50ml syringe, lot number: 5282734, part number: 309653, number of defective: units 1, defect type: during visual inspection 1 syringe was found to contain a foreign particulate, product complaint: (B)(4), quantity: (B)(4). Additional information received on 20mar2026. Can you please provide an exact date of event in format ddmmmyyyy? The product was created 3/12/2026. The particulate was discovered on (B)(6) 2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a no patient usage at this point. The description states, ¿during visual inspection of lot: 20260312 651b82 phenylephrine hcl 1000 mcg in 10 ml of ns syringe.¿ however, the provided material number: 309653. Corresponds to a 50 ml product. Could you please recheck and confirm which material is impacted? The part number impacted is 309605. The lots associated with this lot are 5296589, 5303754, 5310147. Could you please reconfirm the affected quantity. Lot: 5303754 (B)(4). Lot: 5310147 (B)(4). Lot: 5296589 (B)(4). The foreign matter was inside the fluid pathway of the syringe.